Manufacturer narrative:
Evaluation method - the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's son reported that the patient had an open sore under the front right ECG electrode. There is no information to suggest the patient sought medical attention. The final medical outcome of the sore is unknown. No alleged device deficiency.